Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 79 year old male patient for mechanical circulatory support due to acute myocardial infarction. It was reported that there were some suction events with reduced flows. The position appeared good on the echo. It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined corrected data : section b1 should have been product problem in the initial report which have been corrected in this report. Section h1 : type of event should have been malfunction in the initial report which have been corrected in this report.